Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got insulin flow blocked alarm. Customer¿s blood glucose level was unknown at the time of the incident. Customer was not able to troubleshoot at time of call. Unable to determine the cause of the issue. Product will not be returned for analysis.